Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response and investigation conclusion. Please see updated sections: b5,e1,e2,e3,g4, g7, h2, h3, h4, h6 and h10. Due to no device return, a physical evaluation could not be performed. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. DHR review indicated handpiece is properly tested for motor activation and general use with a test console. This suggests that the handpiece was shipped out without issues regarding heating up excessively. Thus, it is likely that the damages were incurred during transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
Updates on event description: event occurred in the middle of a functional endoscopic sinus surgery (fess). Another diego console machine was brought in, all new disposables and another non-disposable diego handpiece was attached and seemed to work with no issues for the remaining portion of the case. The surgery was delayed multiple times during the process trying to change handpieces, waiting for other handpieces and supplies, etc. However surgery was able to be completed successfully without patient injury or harm. Serial numbers used to complete the procedure was not provided.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the console device was found overheating, the handpiece was observed heating up, causing the burrs, blades of the device to start breaking apart . No further details provided regarding the event. No patient harm or injury reported. No user harm reported. This event reported is related to reports with patient identifiers (B)(6).